Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in three pieces. Visual analysis revealed the lead to be compressed and a break in the insulation consistent with clavicular crush damage. All lumens were breached, however, no damage was noted on the ethylene-tetra-fluoro-ethylene cable coating. The poly-tetra-fluoro-ethylene liner was revealed to be damaged due to clavicular crush force exposing the inner coil. The reported event was isolated to the exposure of the inner coil in the clavicular crush region.